Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. PMA/510k: this product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that on (B)(6) 2019 a 12.6 mm, vticmo12.6, -18.00/2.0/094 (sphere/cylinder/axis), implantable collamer lens tore during loading. No patient contact. Replacement lens implanted on 14/aug/2019, this resolved the problem. Cause of the event is reported as device.